Event description:
The pt reported that she was hospitalized for hyperglycemia. She alleged that the heart attack she experienced around the same time was related to the elevation. She said that her blood glucose was 1100 mg/dl and she was taken to hospital by an emergency medical team. The pt stated that she cannot remember if her blood glucose was elevated prior to the event and cannot remember the date of admission or discharge. The pt said she thought that the event occurred in (B)(6) 2010; she had bronchitis prior to the event and spent about 2 weeks in the hospital. She reported that she received intravenous insulin and fluid in the intensive care unit; she restarted pump therapy when she was transferred to a regular floor. The pt stated that her blood glucose has been erratic (40 mg/dl to 500 mg/dl) since she started using this pump in (B)(6) 2009. She reported that she uses refrigerated insulin, changes infusion sets every 3-4 days, sometimes finds a bent cannula due to scar tissue. The pt stated that she changes her infusion set and takes a corrective injection when her blood glucose is >500 mg/dl; she does not check for ketones. She reported that she does not bolus daily unless her blood glucose is "really high." She reviewed the history and said that the bolus history is incorrect for (B)(6) 2010. The pt confirmed she delivered a bolus on (B)(6) 2010, the bolus is indicated in the total daily dose history (6.4 units), and this bolus does not appear in the bolus history. She reviewed the settings and indicated that the time and date are correct; the basal rate settings are accurate.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.